Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 15 mg at a dose rate of 7 mg/day and bupivacaine with concentration 9 mg at a dose rate of 4.2 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). The patient¿s medical history included chronic pain. It was reported that an alarm occurred. The pump was interrogated, and a motor stall occurred. The event occurred during normal use. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. No patient symptom was reported. The pump was replaced. The issue was resolved at the time of the report. Other medications the patient was taking at the time of the report was unable to be obtained. The patient was without injury regarding their status at the time of the report. The explanted pump was to be returned to the manufacturer. No further patient complications have been reported as a result of this event. The patient¿s medical history included: chronic pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.¿ (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) via the return paper indicated patient injury-withdrawal. Patient status after the device was removed was recovered with sequela. Patient had sudden loss of therapy. Dye study was performed and the result reported patent. No further complications were reported.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2018 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. All event codes have been updated/corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that the patient's pump "died" prematurely in (B)(6) 2018, 18 months prior to the elective replacement indicator (eri).